Event description:
Clinic notes were received for review reporting that a vns patient was in status a couple of years ago for 7 days. Good faith attempts are underway for further details about the reported event.

Event description:
Attempts for additonal information have been unsuccessful.